Manufacturer narrative:
From review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the relasing criteria.

Event description:
It was reported that the event occurred during a neurovascular stroke case where the physician was using a dash 9f long sheath, vecta 46 catheter, and a vecta 71 catheter together with an aristotle colossus guidewire when the physician reported they felt the guidewire "hang up on something" then subsequently the distal tip of the colossus guidewire broke off and was left in the distal section of the mca vessel of the patient. It was reported that there was no further injury to the patient as a result of the distal tip of the guidewire left inside of the patient and that the patient remained stable.